Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One returned sample was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination and it was observed the it was observed the suction connector cap is missing. There were no discrepancies detected on the 32 units that were tested. The most probable root causes are: the cap was not assembled during cap assembly operation.lack of detection by production personnel who performs the cap assembly operation. Corrective actions included retraining of the production personnel on tracheostomy tube packing was conducted by the quality engineer in order to reinforce the visual inspection for damage. The root cause was related to manufacturing.

Event description:
It was reported that immediately after opening the package, it was discovered that the device's cap for the suction port was not attached to the product. No patient injury was reported.